Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated f10 device and patient codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this crt-p system was explanted due to severe palpitations and anomalies related to pacing. No additional adverse patient effects were reported.